Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional proglide device is filed under a separate medwatch report number.

Event description:
It was reported that arteriotomy closure of the right and left common femoral arteries (rcfa and lcfa) was attempted using two proglide devices with two 8f sheaths after a percutaneous transluminal angioplasty procedure in two common iliac arteries. Reportedly, in the rcfa, hemostasis was not achieved with the proglide device. In the lcfa, a proglide was attempted; however, the knot came out of the skin line approximately 3cm. The knot could not be advanced. Manual arterial compression was used to achieve hemostasis at both access sites. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.d10, h3: the device was initially reported as returning, but was not returned.